Event description:
It was reported that during surgery, after the screw was placed and the planes of motion were checked, when taking a post image, an implant deformity was seen. The device was removed and the procedure was completed with another screw (backup). Delay under 30 min and no injury to the patient.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. Both screws are bent, rendering them inoperable. The devices were manufactured in 2018 and show signs of usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include device overload or an improper surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.